Manufacturer narrative:
One sample with lot number unknown was received for evaluation and during the evaluation performed no twist in the silicone tubing was detected; however, a pin hole was found in the silicone tube. A used sample was with lot number 162840028 was received for evaluation and no twist in the silicone tubing was detected, the sample was working properly; therefore, the complaint could not be confirmed. The possible root cause could be incorrect placement of the product during the use. No corrective actions will apply since the failure mode was not confirmed to be related to the manufacturing process. A device history record was reviewed and it was confirmed that products were produced accomplishing quality requirements. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports excessive twist in the silicone tubing after installation onto the tube holder has also been observed.